Manufacturer narrative:
Product complaint # (B)(4). Investigation summary :examination of the returned device confirmed the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patella cutting guide broke during use. All parts were retrieved.